Manufacturer narrative:
Device evaluation indicated that the complaint of difficulty charging was confirmed. Both sleep current and depletion rate with the stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. The ipg passed all other functional tests.

Event description:
A report was received that the patient had charging difficulties. Database analysis reported premature battery depletion. The physician replaced the ipg and the patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient had charging difficulties. Database analysis reported premature battery depletion. The physician replaced the ipg and the patient was reportedly doing well after the procedure.